Event description:
Customer states: "the staff placed the needle inside of the shuttle and the needle went through the plastic and a paramedic was stuck by the needle. The needle was a used 18 gage hollow bore with blood in it".

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.